Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported deployment issue and stent elongation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30 day medwatch report, the following information was received: the procedure was performed in the beginning of (B)(6) 2016. The stent was deployed in the introducer sheath and during removal of the sheath, the stent was removed from the anatomy. The lesion was left untreated and the patient outcome was reported as good. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery. During deployment, the supera stent got caught in the sheath and elongated. An 8f sheath was used to remove the stent from the patient anatomy. There was no adverse patient effect and the patient is doing well. No additional information was provided.